Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) outer insulation breached environmental stress cracking. The distal segment was returned for analysis. Blood/body fluid was observed on the proximal conductor (not obstructed). All insulators had cosmetic metal ion oxidation. The outer insulation had cosmetic environmental stress cracking and was breached/cut. (B)(4).

Event description:
It was reported that the leads showed low impedance and were removed and replaced. No patient complications were reported as a result of this event.